Manufacturer narrative:
The customer reran qc and the results were out of range. They then replaced the reagent and diluent packs and re-calibrated them. The calibration passed but the qc was still out of range. The customer noted that the bead mixer was bent. They then disabled the module. The field service engineer (fse) inspected the module and found that the event was due to a bad calibration. He then replaced the pinch tubing and mixing rod which were overdue for replacement. He also adjusted the water pump and gear pump pressure to the correct levels. He also adjusted the rinse levels, cleaned the sample probe, and checked the sample probe voltage. An artificial media test was performed with successful results. Calibration and qc were performed using a new reagent pack, calibrators, and qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg test system results from two patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The physician determined that the results were false positives and did not fit the clinical picture of the patients. The patient samples were then rerun on a different module. Patient sample 1: the initial result from the module was 600 miu/ml. The repeat result from the other module was 40 miu/ml. Patient sample 2: the initial result from the module was 30 miu/ml. The repeat result from the other module was 7 miu/ml. The repeat results were deemed correct.  The reagent lot number is 628293. The expiration date was requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.